Event description:
It was reported that the insulin pump froze four times while attempting to change the reservoir. The customer was unsure if the time clock was still advancing. Troubleshooting was performed, and the numbers were not ramping on their own. It was mentioned that the insulin pump was exposed to the rain, and the device was in the wet clothes. I was stated that the buttons were unresponsive when the device was frozen and a low battery alarm noted. Assisted the customer to clear the alarm. The battery was removed for five minutes and the buttons were functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.